Manufacturer narrative:
Investigation summary: bd had received 3 photos were provided. The photos were reviewed and the indicated failure mode of bowed tube was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of bowed tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bowed tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ that an unspecified number of tubes had a bowed tube body. There was no health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿ that an unspecified number of tubes had a bowed tube body. There was no health impact or consequence reported.